Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The pitch down cable is frayed at the distal clevis hub. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's main tube malfunction could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, after insertion of the maryland bipolar forceps instrument, the strings on the instrument snapped. The instrument was removed and the planned surgical procedure was completed with an instrument of the same type. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.